Event description:
Boston scientific received information that this atrial lead had dislodged. Suspected atrial lead dislodgement. The atrial lead was capturing the ventricle during the threshold test and the atrial electrogram marker was on top of the qrs signal. The lead has been modified electrically. There was no plan to revise this lead at this time. This issue will continued to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.